Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that after further review, it was determined that no programming changes were needed. The crt-d system is working appropriately. The rv undersensing resulting in inappropriate pacing appears to be inaccurate. The t-wave amplitude appears greater as the r-wave has a low amplitude due to severely reduced lv ejection fraction which may have prompted this finding.

Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that capture thresholds on the left ventricular (lv) lead were higher than the programmed output and the lead may have not been capturing. It was also reported that the right ventricular (rv) lead exhibited undersensing resulting in inappropriate pacing. The leads remain in use. No patient complications have been reported as a result of this event.